Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with some case damage. The device was tested by the power up process and the occlusion testing. The interconnect flex cable was connected to the main board and glue was intact on j9 connector. The error was not able to be duplicated but was verified to have occurred using the device history log. The speaker was replaced as a preventative measure. The power up process and all the functional tests passed.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a primary audible alarm failure. There was no patient involved.